Manufacturer narrative:
Unit received with operating currents within spec. Unit passed selftest, a21 error test, rewind, basic occlusion test and displacement test. No motor error alarms noted. However, unable to prime unit during prime/a33 test due to faulty fsr (gold). Unable to perform excessive no delivery test, occlusion test or displacement accuracy test due to prime anomaly. The motor was tested outside of device and passed. Unit received with cracked battery tube threads cracked reservoir tube lip and minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had motor error alarm on insulin pump. The blood glucose at the time of the incident was 4.5 mmol/l. Troubleshooting was performed and pump was able to rewind and after that there was no problem anymore. The device was returned for analysis.